Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached smart coils into the aneurysm using another manufacturer's microcatheter. While attempting to deliver a new smart coil into the aneurysm, the physician was unable to advance the smart coil completely through its hypotube and into the microcatheter. The physician removed the smart coil and completed the procedure using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the penumbra smart coil (smart coil) pusher assembly was intact; the coil and distal tip of the pusher assembly were damaged, but the coil remained intact with the pusher assembly. The outer diameter (od) of an undamaged segment of the coil was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the smart coil was damaged. This type of damage typically occurs due to improper handling during use. If the device was forcefully advanced against resistance, damage such as this may occur. The root cause of this complaint cannot be determined. The od of the smart coil was measured and found to be within specification. The sl-10 microcatheter mentioned in the complaint was not returned for evaluation. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.